Event description:
A patient (age and gender unknown) underwent a therapeutic procedure for hemostasis treatment of a gastrointestinal bleed. The resolution clip device did grasp the tissue at the bleed site inthe stomach however, it did not release from the catheter to complete the deployment. The physician performed an ulcerectomy (clip was pulled from the site) then utilized another cautery product to complete the case. The patient did not sustain any additional trauma to the initial site due to the deployment issue. The patient condition is noted as fine.